Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller by providing instructions, including removing the pump from its case, to alleviate the button issue. Customer will continue to use the pump for insulin therapy as the pump is out of warranty.